Event description:
It was reported that there was damage to the pump housing surrounding the usb port. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump because it could no longer be guaranteed as watertight.